Manufacturer narrative:
The electrode lot number was fjw05. The expiration date was not provided. There was an allegation of an additional questionable sodium result from the cobas pro ise analytical unit. The initial result was 143 mmol/l, and the repeat result using a different tube was 153 mmol/l. The result of 143 mmol/l was deemed to be correct. The investigation is ongoing.

Manufacturer narrative:
The field service engineer checked the nozzle and dilution vessel. He performed an adjustment of the vacuum nozzle. The investigation determined the issue was due to improper emptying/drying of the mixing vessel. This is consistent with contamination of the dilution vessel and/or a clogged vacuum nozzle. The contamination comes mainly from the poor quality of the processed samples and pre-analytical handling issues at the customer site. The customer was also not following the tube manufacturer's recommendation for centrifugation. Correct pre-analytic sample handling is within the customer's responsibility. The customer had no further issues after the service actions, and the issue appeared to be resolved.

Event description:
There was an allegation of questionable sodium results from the cobas pro ise analytical unit. The initial result was 151.7 mmol/l, and the repeat results were 138.8 mmol/l and 139.3 mmol/l.

Manufacturer narrative:
The electrode lot number and expiration date were not provided. The investigation is ongoing.